Manufacturer narrative:
(B)(4). The device was not returned for investigation; therefore, a root cause for the reported experience could not be determined. The needle trajectory of every device is checked twice during manufacture of the device. The probable cause for the cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. Review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.